Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated by the communicator, with initial information suggesting incompatibility. Technical services (ts) reviewed the device and confirmed its compatible but identified it as part of an advisory group. Ts provided guidance to determine whether the behavior was advisory-related and recommended that the field representative inspect the device. It was later reported that the device had entered safety mode, and a replacement procedure was recommended. No adverse patient effects were reported. This crt-p remains in service.